Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
A doctor reported that an unspecified pt has been referred for treatment from an outside corneal specialist. A central corneal ulcer was observed with a confocal microscope with noted "potential hypho elements". A culture was performed due to suspect fungal appearance, however, results were pending. An anterior chamber reaction was noted and permanent scarring expected. Rx'd antibiotics, including tobramycin and vigamox, however, pt was not responding to antibiotic treatment. Follow up appointment was scheduled with possible referral to another corneal specialist within the same clinic. Pt was not prescribed lens as extended wear. No info has been provided as to lot info, actual wear schedule or replacement info. No lens care solution info was available. Several requests have been made for add'l info, however, no further info has been provided.